Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a routine check up one week post implant there was increased threshold and decreased sensing. This was determined to be micro dislodgement of the right ventricular lead. The lead was repositioned. No patient complications have been reported as a result of this event.